Event description:
It was reported that the health care professional (hcp) was asking about the programming on this cardiac resynchronization therapy defibrillator (crt-d) if they set it to 5 volts. Boston scientific technical services (ts) discussed that it will double the highest of the last 7 days with successful threshold tests and will impact device longevity. This device remains in service. No adverse patient effects were reported.